Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR reports # 1627487-2013-02265 and 1627487-2013-02266. The pt has two scs systems, including 10 leads from 3 separate lots. It was reported the pt's incision in his mid-back area had opened up. The pt was given doxycycline. The physician took the pt to surgery on (B)(6) 2013 in order ot clean and close the wound. It was reported the pt plans to see the physician for a follow-up visit. No further ino is available at this time. As the affected leads are unknown, all of the pt's leads are being reported.